Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic due to low blood pressure. It was noted that the right atrial (ra) lead exhibited undersensing. The right ventricular (rv) lead experienced t-wave oversensing with an elevated sensing integrity counter (sic). The rv lead also exhibited high thresholds, a loss of capture and noise. The rv lead was reprogrammed and both the ra and rv leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.